Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed the right ventricular lead exhibited high capture thresholds, the lead was dislodged. It was noted that the patient has dementia and seems to play with the device. The lead was explanted and replaced with a longer lead to add more slack on the lead to prevent future dislodgement. The patient was discharged without complications.